Event description:
Reporter indicated that the patient experienced an increase in seizures. A lead test (date unknown) resulted in a high lead impedance reading (dc-dc code 7 and high), indicating possible lead break or connection problem. Both the lead and generator were replaced. Attempts to obtain additional information have been unsuccessful to date.